Manufacturer narrative:
Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. An internal investigation has been opened to evaluate these types of issues. Heartware has opened an internal investigation to evaluate these types of issues. (B)(4). (Returned on 10/16/2015). (B)(4). (Returned on 10/16/2015). This is one of two reports (3007042319-2015-02725 & 3007042319-2015-02726 ) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. The following devices were returned to the manufacturer on 10/16/2015. It is currently unknown which of these batteries were involved in the event. These devices will be analyzed and reported as required: (B)(4). This is one of two reports (3007042319-2015-02725 & 3007042319-2015-02726 ) submitted for devices related to the same event.

Event description:
It was reported that the "patient described several single beeps and jumps in power sources and a charging level not less than 10%." It was stated that the "patient is well known, and is experiencing these issues every 8- 12 weeks." "Patient came in" to clinic and log files were sent in. "Manufacturer representative recommended exchange of all batteries." "Patient went back home with replacement from shelf." And it was stated there were no effects on patient." No additional information provided. Investigation is ongoing.